Event description:
Physician stated that the hole drilled was too large to accommodate the endotine forehead 3.0 device properly.

Manufacturer narrative:
It was reported that the physician used a back-up drill bit and back-up endotine forehead 3.0 device to complete the case with no further issues. The drill bits are part of the endotine forehead instrument kit, which is shipped as non-sterile. The device is then sterilized by the customer and is reusable (made of stainless steel). The drill bits returned to coapt are not longer in production. The drill bits returned are of a two piece design and were replaced with a single piece design as part of coapt's continuous improvement effort. The drill bit will be examined by coapt and a completed investigation will be reported in a supplemental MDR.